Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left upper lobectomy, bleeding occurred from the outer row of stapler, the foot side of b-shape staple, and the central part of the resected end. Astriction was performed for 5 minutes or longer, and bleeding was stopped with a sealant.